Manufacturer narrative:
The product involved in the report has been returned and is being processed for eval. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. (B)(6) has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(6) complaint database and identified as complaint (B)(4).

Event description:
(B)(6) received a report from (B)(6) stating there was a crack on the dual swivel elbow of the closed suction catheter device and the device leaked air. No additional info was provided in regards to the pt's status. Additional info has been requested but not yet received.